Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified anesthetic. After an unspecified length of time in use, blood was noted to be dripping onto the floor. It was reported that the tubing set disconnected from the pt's peripheral IV catheter. The customer contact reported the tubing set and catheter were either reconnected or the tubing set was replaced and the therapy was resumed. There were no adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.